Event description:
It was reported that a patient using a recently received ilet experienced frequent hyperglycemia last recorded at 55 mg/dl and hypoglycemia of 300 mg/dl and expressed loss of confidence in the device after previously stable use of a prior ilet for two years; an alert code was noted and the patient reported treating lows with oral carbohydrates. Customer care provided support that included review of user-reported alerts and therapy usage and replacement of the device for further assessment. Investigation of this case revealed no confirmed device malfunction at this time, with user behavior of aggressive carbohydrate intake for hypoglycemia acknowledged as a contributing factor. Symptoms included confusion/disorientation, sleepiness, anxiety, dry mouth, distress, lethargy and fatigue associated with low and high blood glucose. Outcomes included disruption of glycemic control without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with possible user-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.